Manufacturer narrative:
(B)(4). A2: dob/age: (B)(6) 1944. D10: cat# 110010243 lot# 6612027 g7 osseoti 3 hole shell 50mm d. Cat# 00625006540, lot# 64267559, bone screw. Cat# 00625006550, lot# 64238339, bone screw. Cat# 110024462, lot# 104240, g7 dual mobility liner 40mm d. Cat# xl-200146, lot# 654540, act artic hd arcom xl 28x40mm. H6: proposed component code: mechanical (g04) ¿ stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately three years post-left hip implantation, the patient experienced a fall and right thigh strain with pain. At year 1-3 follow up visits, leg length discrepancy was reported. A limp was also reported but there was no limp at 3 years. No treatments were provided. Subsequently, the patient fell due to unknown cause. No treatment provided for the strain and was marked resolved approximately one year later. Attempts have been made and no further information has been provided.